Event description:
It was reported that the syringe pump module alarmed and displayed error code 354.6690 during pm testing when the pressure disc was inserted. Biomed reseated the pressure sensor, replaced a contaminated female iui connector, performed calibration and accuracy testing, pm testing, and performed operational tests-- all of which the device passed. There was no patient involvement. Although requested, no further information was provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 13dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A DHR review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did conform similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 13dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A DHR review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did conform similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the syringe pump module alarmed and displayed error code 354.6690 during pm testing when the pressure disc was inserted. Biomed reseated the pressure sensor, replaced a contaminated female iui connector, performed calibration and accuracy testing, pm testing, and performed operational tests-- all of which the device passed. There was no patient involvement. Although requested, no further information was provided.